Event description:
Device malfunction: guide wire exiting the catheter lumen shaft and balloon material. Time of malfunction: during the procedure. Symptoms a/e: none. It was reported, during the replacing of a jejunostomy tube, an agiltrac dilatation catheter was utilized to dilate a seromuscular tunnel. After the agiltrac was removed, it was noticed that the guide wire was exiting the catheter lumen shaft and the balloon material toward the tip of the balloon. It was unknown when this occurred, since the device did dilate as expected. The procedure was completed and no additional intervention was required. There were no patient effects. No additional information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis of the unit revealed that the device returned with dried contrast visible in the balloon. There was no blood visible. The balloon was returned loosely folded. There was a kink with a hole on the inner member and balloon material located 3 mm distal to the proximal marker band. There was a kink in the inner member located 2 cm distal to the proximal marker band. There were no other anomalies on the device observed. It was reported that after a successful dilatation of a seromuscular tunnel in the jejunum, the agiltrac catheter was removed and it was noted that the guide wire was exiting the lumen shaft and the balloon material near the tip. It was unknown when this occurred, since the device did dilate as expected. No information was reported on the guide wire size or type used during this procedure. The returned device analysis indicated that there was a kink with a hole on the inner member and in the balloon material 3 mm distal to the proximal marker band. There was also a kink located 2 mm distal to the proximal marker band. The guide wire was not returned for lab analysis. No other anomalies were noted on the device. Product performance engineering was unable to determine the specific root cause due to not having the guide wire for analysis. The root cause may be related to operational context, i.e. The conditions under which the device was subjected may have contributed to this event. The kink within the balloon may have been caused by the anatomy of the patient or manipulation of the device as it was advanced through the seromuscular tunnel. As the guide wire was advanced through the inner lumen, it may have come in contact with the kink in the inner lumen and then was pushed or advanced through the inner lumen and on through the balloon. A lot history record (lhr) review was performed and there are no non-conforming material reports noted. Based on the lhr review, there is no indication that the device did not meet its specifications. As reported, the device did dilate as expected. Product performance engineering will continue to trend data for possible future action. This MDR is considered closed by the quality assurance department.